Event description:
It was reported to boston scientific corporation in 2006 that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (patient age, gender, and weight unknown) the same day. According to the complainant, "the tip of the tome was frayed. The physician noticed it when the tome was inside the patient, but they did not start canulating yet." The physician completed the procedure with another hydratome rx sphincterotome.

Manufacturer narrative:
A visual analysis of the returned device confirmed the reported event. A visual evaluation revealed that the working length was twisted and the distal tip was cracked. The device passed a functional test. However, the cause of this event cannot be determined. A review of the device history record for the pertinent lot was performed; no anomalies were noted.